Event description:
It was reported that the left ventricular lead had chronically high thresholds and the device battery had unexpected longevity due to the programming of the lead. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products : d274trk, implantable defibrillator, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2006. (B)(4).